Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted on (B)(6) 2012 because the patient experienced acute pain and a loss of therapeutic effect. The pain was present on the patient's left side where the leads were located and on the right side where the ins was implanted. Turning the stimulation up to achieve therapeutic effect caused the pain; however the patient did not feel pain when the ins was off. The ins worked well for the patient for about 2.5 years, but then the device was "adjusted," after which programs 1 and 4 worked periodically and programs 2 and 3 "didn't work at all." The patient was reprogrammed two separate times, but he never experienced full therapeutic benefit. Leaving the ins off stopped the patient's pain, but did not affect his bladder control. It was noted that the physician did not perform any tests prior to explanting the ins. It was also noted that the patient had a discectomy and fusion done on his l3 and l4 vertebrae in (B)(6) 2011, and two months after surgery, the patient could feel the ins moving in the pocket. Additional information was requested but was not available at the time of this report.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was a non-functional ins and was not effective for the patient. The hcp also confirmed that the ins was explanted and reported that the patient outcome was no injury.

Manufacturer narrative:
Product ID 3093-28, lot# v268626, implanted: 2009 (B)(6), explanted: unk, product type: lead, product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).